Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomaly. The ins battery had reduced capacity due to overdischarge. Analysis of the leads (l/n v020880 and v022293), found the lead bodies had broken conductors. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 60. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2014. The device was recharged for 1 hour 54 minutes and the battery charged from 3.445v to 3.780v. The parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2014. The most recent date the battery discharged to the lock mode was on (B)(6) 2014; the total therapy loss count was 8.

Event description:
It was reported that therapy lost effectiveness. The device worked fine with no device issues but the patient just did not get enough relief. The patient was programmed but it was unknown who did the programming or when it occurred. The device was explanted and returned to the manufacturer for analysis. It was noted that there was no new implant. It was unknown if there was normal battery depletion. There was no patient injury and he recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. Product ID: 377860, lot# v020880, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 3887-45, lot# v022293, product type: lead. Product ID: 3550-39, serial# unknown, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).